Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported event. A review of the device memory showed that the patient impedance continuously fluctuated in and out-of-range throughout the reported event. This led the device to record continuous pads on/pads off messages within the device memory, confirming the reported fault. The device then underwent extensive testing of all critical functions, performing to specification throughout. During this testing, the device was able to detect an in-range patient impedance and deliver shocks to specification. The device has been retained by heartsine and the customer provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device repeatedly stated "pads on/pads off" during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted heartsine to report that their device repeatedly stated "pads on/pads off" during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.